Manufacturer narrative:
The reported events of failure to capture, low lead impedance, and failure to sense were not confirmed. As received, a complete lead was returned for analysis. Final analysis found no indication of conductor fractures although an internal short was noted consistent with procedural damage.

Event description:
It was reported that patient presented for in-clinic follow-up for atrial lead revision. The atrial lead exhibited low pacing impedance and capture threshold issue. Subsequently, the atrial failed to sense. The atrial lead was explanted and replaced on (B)(6) 2024. The patient had no consequences throughout the procedure.